Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, providing necessary instructions, and confirmed that the malfunction code did not recur after the reset.